Event description:
It was reported that the customer was hospitalized in intensive care unit due to unexplained high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was over 600 mg/dl. Caller stated that the customer had a chest pain prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test, motor error alarmed during the basic occlusion test due to faulty force sensor. Motor passed the motor test. Unable to perform the occlusion, prime, excessive no delivery alarm due to motor error alarms and prime fill anomaly. Unit was received with missing end cap sticker and cracked battery tube threads.